Event description:
On (B)(6) 2006, the patient was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2006, there was a reintervention and the gore devices were explanted. On (B)(6) 2007, the patient expired, cause of death is unknown.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pca230300/033150104.